Manufacturer narrative:
H3. Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient passed away due to sudep. The physician indicated on the death follow up form that patient response to vns therapy is noted as seizure reduction, patient was receiving therapy at time of death, and that the believed cause of death is sudep and not related to vns, an autopsy was not preformed, the death was not witnessed, the patient had a history of nocturnal seizures, the patient was taking anti epileptic drugs at the time of death, and was compliant with medication. The (B)(6) death record was received indicating that the manner of death was ¿natural¿, immediate cause of death ¿respiratory depression¿, sequentially listed conditions that led to the immediate cause of death are ¿cardiac arrhythmia¿ and ¿sudep¿ (the underlying cause is listed last - > sudep). An autopsy was not preformed. Respiratory depression and cardiac arrhythmia will not be added to coding as the underlying cause of death was noted to be sudep. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.